Event description:
It was reported that the unit activates on its own without the footpedal or the button being depressed. It was further reported that the unit will stay active and will stay on unit pulled out of the console.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.